Manufacturer narrative:
Per the clinic, it was reported that the patient was treated had received treatment with topical and oral antibiotics; however, this did not resolve the irritation and infections at the implant site. The patient is continuing clinical management by their healthcare provider. This report is submitted march 24, 2020.

Manufacturer narrative:
This report is submitted on decmeber 24, 2019.

Event description:
Per the clinic, it was reported that the patient is experiencing skin irritation and infections at the abutment site. It is unknown what treatment has been administered, as of the date of this report.